Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted an icy catheter without issue and received ivtm therapy. Approximately 4.5 hours into cooling phase, the user observed an airtrap alarm displayed by the thermogard console. Upon inspection, the saline bag was observed empty. The user disconnected the start-up kit to the catheter. The catheter was tested by flushing fluid and leak was observed around the bond connection; however, photograph was not taken. Following this, the user cleared the airtrap alarm and exchanged to another icy catheter to complete therapy. No further issue was reported. No known impact or patient consequence was reported.